Event description:
Related manufacturer report number: 2017865-2025-14946, 2017865-2025-14947. It was reported that the patient passed away due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any conductor fractures or internal shorts. Visual examinations did not find any anomalies except for procedural damage.